Event description:
The account alleged that the side rail will not latch and the weld is broken on the back side of the side rail. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.